Manufacturer narrative:
All buttons were functioning properly during testing; however, found moisture damage to the keypad traces during a visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, cracked liquid crystal display window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 91 mg/dl. The customer stated that the insulin pump began alarming when she was trying to enter her bolus amount. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.